Event description:
Alleged displacement.

Manufacturer narrative:
Evaluation of the returned device, reportedly the subject of this alleged event, found a sharp-edged opening on the anterior of the device. Leakage was noted from the valve. The noted device analysis findings are not related to the reported event of displacement and probably occurred as a result of the explantation procedure and/or post-operative handling. The device was removed and capsular contracture was ruled out. The exact cause of the displacement is unknown. However, the potential for displacement to occur is addressed in the labeling and is not an unanticipated event.